Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle hubs separated from the device. The following information was provided by the initial reporter : the customer reported that when removing the shield the needle with the shield was separated from the barrel.

Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue hence as the root cause is undetermined a corrective/preventative action (CAPA) has been initiated. Samples returned - customer returned images of two syringes with no pouch for identification. Both syringes feature 0.3ml graduation markings. Both syringes have had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. Based on the images received bd was able to confirm the customer¿s indicated failure of needle hub separation. Manufacturing (holdrege) will be notified of this issue. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - no DHR review can be carried out as the lot number is unknown.